Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s bag tore and the specimen fell into the patient. In order to resolve the issue, it was cleansed with two (2) liters of sodium chloride. No reported patient outcome.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Bag had separated at distal end of the bag along the seam\weld. The specimen pouch was not returned. Specimen pouch had separated completely and properly from metal ring. String was cut. The plunger and metal ring advanced and retracted properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s bag tore and the specimen fell into the patient. In order to resolve the issue, it was cleansed with two (2) liters of sodium chloride. No injury.